Event description:
A consumer reported that the patient fell and now the device was not working, and the patient's back was hurting again. It was noted that someone needed to reset the device. The caller didn't know if it was the external device or the implantable neurostimulator (ins) that wasn't working. Additional information from a healthcare professional (hcp) indicated there was something wrong with the recharger. It was later noted that the ins was not charging or was having difficulty recharging and the caller didn't know the details. The patient's legs were pulsating and jumping without stimulation. The ins was indicated for lumbar radiculopathy and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.